Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.

Event description:
On may 14, 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter's display was missing segments. The complaint was classified, based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began the previous month. It is not known if the pt discontinued to test his blood glucose as a result of the issue. The pt stated that he manages his diabetes by taking metformin, januvia, and a set dose of novolin n insulin (48 units). However, it is unk if the pt made any changes to his diabetes management as a result of the issue. Sometime after the issue began, the pt stated that he developed vision problems (could no longer see tv). In addition, on an unspecified date/time, he also reported that he saw his physician. It is not known if the pt's blood glucose was tested at the time of the doctor's visit; however, the pt claimed that his physician advised him to increase the amount of insulin he was taking by 4 units (from 48 to 52 units). At the time of the call, the pt stated that he was currently hospitalized and his blood glucose was being checked approx 6x/day. The reason for the pt's hospitalization is unk. Replacement products were sent to the pt. This complaint is being reported, because the pt claims he reportedly developed symptoms suggestive of hyperglycemia, and an hcp had to make changes to his diabetes management after the alleged meter issue began.